Event description:
The reporter stated that the surgeon inserted a three piece collamer lens model cq2015 into pt's eye and the len tore. The original incision was enlarged to remove the lens and another staar lens was placed in the eye and suture was used to close the wound.

Manufacturer narrative:
Evaluation code: results: (other) - a visual inspection of the returned product shows the lens optic and a haptic is torn off. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.